Event description:
Pt with a right external ventricular drain connected to natus eds 3 external drainage system connected to natus external drainage collection bag. Rn twisted the luer-lok fitting that connects the bag to the system. It cracked and a plastic piece fell off. The bag was changed but unable to use the fitting to secure it to the system. Neurosurgery resident was notified. Natus rep was contacted to troubleshoot. The entire external drainage system was replaced by neurosurgery resident. CT at 18:39 resulted with pneumocephalus and pneumo ventricle.